Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's maude report from FDA, which states "at 08:30 am rn assigned to patient added another alaris pump module to the existing 2 modules and "communication error" showed on all three modules and mail alaris pump guardrails brain. All the three modules and main brain pumps were inoperative and shut down. Patient had cardizem drip at 10mg/hr infusing in one module: potassium phosphate drip infusing in another module before a third module was added then all pumps had communication error on all modules and main brain and became inoperative/shutdown. "